Event description:
In setting up delivery of oxygen to the ambu bag during transport, the oxytote oxygen cylinder flowmeter dial was set to full clockwise, thinking that this would deliver the highest flow of oxygen to the ambu bag. However, in this position the dial actually turns off the flowmeter function and switches on a 50 psi supply to the auxiliary outlet which is located on the side of the oxytote. This maneuver interrupted oxygen flow to the ambu bag.====================== health professional's impression======================by design, the flowmeter dial on the oxytote cylinder can inadvertently be turned completely off, when staff thinks they are setting it fully on by turning it to the end of its travel in the clockwise rotation. This design presents a risk of human error.====================== manufacturer response for oxytote, oxytote======================vendor has alternative oxytote product which has a switch, however, this has other drawbacks.